Event description:
The customer reported that the system was not able to save images.

Manufacturer narrative:
(B) (4). The ge service rep found that the system was bringing up pt images slowly. He checked the power supply voltages on the workstation, the flashed nodes, reloaded the software and loaded the cal files back onto the system. The system operates as intended.